Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the patient was not appearing on the station. A technical support specialist (tss) reviewed the case and confirmed it had been mistakenly requested for mentoring purposes. The customer confirmed that the issue was already resolved and authorized case closure. The reported concern involved a patient not appearing in the expected nursing unit, which led to the assumption that the patient was missing from the system. The exact root cause could not be verified because the patient had been discharged; however, potential contributing factors were identified. The tss documented recommended future troubleshooting steps, including verifying patient unit assignment in visits and orders, reviewing cerner admit discharge transfer (adt) messages in dsserveroltp, and checking es server settings such as auto discharge and inactivity configurations to help prevent similar issues. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server a patient was not appearing on a medstation. The user stated that the patient was visible on the electronic record location but not listed as an inpatient on the medstation. The user attempted to change the patient unit; however, the option was greyed out, prevented any changes from being made. However, there were no delays or adverse events or injuries reported based on this event.